Event description:
The patient was admitted for a procedure in 2008 with a lesion in the right internal carotid artery. The lesion was mildly calcified and had 90% stenosis. The lesion was pre-dilated at 8 atm and an angioguard was delivered. Then a precise stent was successfully implanted. The stent was post-dilated at 7 atm. After the stent was placed at the lesion, the post-dilation was performed, the patient's blood pressure dropped to 71/38; during the procedure. Ephedrine hydrochloride and an intravenous drip of dopamine hydrochloride were administered to the patient, and her blood pressure returned to normal two days after the procedure. The patient did not experience any neurological symptoms and was discharged.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers is 1016427-2009-00043. Additional information will be submitted upon 30 days of receipt.